Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6) and the reported events could not be conclusively established through this evaluation. The submitted log file contained data from 3:25:16 on (B)(6) 2020 through 08:29:11 on (B)(6) 2020, per the timestamps. No significant fluctuations in pump parameters were observed. The pump appeared to function as intended and operated above the low speed limit for the duration of the file. Of note, the log file captured the patient sleeping on battery power, which is not abbott¿s recommendation. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6). The heartmate ii lvas IFU, rev. C and the heartmate ii patient handbook, rev. C are currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 24jul2017. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Pump exchange due to short to shield reported under MFR report # 2916596-2018-00510.

Event description:
It was reported that the patient was recently admitted for elective hernia surgery complicated by a large rectus sheath hematoma. The patient's international normalized ratio (inr) was reversed and subsequently had been initiated on a heparin bridge and coumadin was restarted. On (B)(6) 2020, the patient's inr was 1.3, prothrombin time (ptt) was 30.1 with a goal inr of 2.5 to 3.5. The patient had a slight uptrend in his lactate dehydrogenase (ldh) of 799 u/l. The power consumption remained stable. The patient had a history of short to shield with a pump exchange in 2018. Technical services reviewed the log file, which did not capture any unusual events. Pump powers showed a very slight uptick in power over the course of the log with a downward trend in the pi.